Manufacturer narrative:
Internal complaint #: trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation with signs of clinical use but no evidence of blood. The endoscope was observed to be intact with no visual defects. An image quality inspection was performed with an endoscopic video imaging system. A clear image and focus were obtained. There were no breaks or fluid observed through the imaging. Based on the returned condition of the device and the result of the evaluation, the reported failure mode "break" was not confirmed. This is a reusable OEM device; therefore, a serial/lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke. A replacement was used. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope broke. A replacement was used. No patient involvement.